Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a crack on the rear housing near the lock, and broken screw boss on the front housing. During analysis, the reported "lec 1870/1871" problem was able to be duplicated. Ec 1870 is a motor timeout error. When the pump powered up an ec 1870 was reported. After several start/stop cycles the pump stopped due to an 1871 motor timeout error. The 1870 error was recorded in the event log. When the pump was disassembled it was found that the chassis connector housing was broken and one of the optical switch contacts was not contacting the pin on the board. It was noted that broken chassis connector housing was the cause of the issue. Service will replace the chassis connector housing to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information received a smiths medical cadd legacy 6400 pump alarm 1870. No patient involvement, as event occurred during testing.